Event description:
Caller states that the patient tested approximately 6.0 inr on the coaguchek system while a comparison lab returned as 3.0 inr. No adverse event reported. No action taken based on device result. Requested return of suspect system and replacement was sent.